Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit shut down. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4,e1(name &email),e2,e3,g2,g3,g6,h2,h10,h11corrected data:b5,h6(clinical&impact)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit shut down.

Manufacturer narrative:
Event site state : sg, event postal code and telephone: (B)(6). It was reported during that during use on a patient cardiosave intra-aortic balloon pump (iabp) auto shut down. A getinge field service found multiple instances of #118 in the fault table. Power management pcba is failing, ordered pcba power management. Will check with the manufacturer regarding the software. On (B)(6) 2023 cardiosave auto shutdown. Cannot turn on in hybrid mode. Once turned on in rescue mode, huge and long beeping sound. Power management is faulty causing the unit to be unable to turn on during hybrid mode. Error 118 was found in the fault table. Fse replaced the solenoid control pcba to solve the error 118  and power management pcba, the unit passed ok. On (B)(6) 2023 cardiosave auto shutdown. Error 118 triggered the alarm and caused the power management board to be faulty, thus causing the shutdown, so fse replaced power management pcba under an extended warranty. Unit replaced 2 parts previously and pm done. Unit safe for use. The device passed functional and safety tests according to factory specifications. The device was returned to the customer and cleared for clinical use. Patient involvement was there, and no harm was reported. The defective components were received for further investigation. The failure analysis and testing dept. Received the pcb, solenoid control, rohs and pcb, power management, rohs, performed a visual inspection of both boards and observed white residue on connector j1 of pcb, solenoid control, rohs and white residue on hs 2 and l1 on pcb, power management, rohs based on past experience, this residue is consistent with saline. CAPA has been initiated to address this issue. The saline was observed through a microscope. Due to this saline damage and the risk it poses, the parts cannot be investigated any further by the failure analysis and testing dept. Retaining the parts in the failure analysis and testing dept. The non-conformance with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h6(investigation type, investigation findings & investigation conclusions), h11 corrected fields: d4(UDI#) the following was submitted by manager of the maquet failure analysis and testing (fat) dept. The fat dept received the failure analysis from the supplier for part number: 0670-00-1162 serial number: (B)(6). Please see the following for supplier comments on the failure analysis. Supplier failure analysis: 1. Perform visual check result: no abnormality found 2. Board was re-tested at fct result: failed step 4.12.1.1 start charging slot2 3. Perform troubleshooting on the board result: found the q25 defective the supplier found a damaged q25 component. Due to the found damaged component the root cause for this issue will be labeled as manufacturing - supplier - assembly. Power management board will be retained within the fat dept per procedure. The failure of q25 on 0670-00-1162 pcb, power management,rohs serial number (B)(6) was most likely caused by saline ingress.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found multiple instances of fault#: 118 in the fault table. The fse replaced the power management board (0670-00-1162) in order to resolve the issue, and the solenoid control board (0670-00-1161). The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a.